Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
A male pt was enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention was stable angina pectoris. The first target lesion was a native, de novo, non-ostial, type b1 lesion located in the proximal left anterior descending (lad). The reference vessel diameter was 2.75mm and the lesion length was 23mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated with a 2.5x12mm balloon at 12 atm and a 2.75x23mm cypher select plus stent was electively implanted at 10 atm. The stent was post-dilated with a 2.5x15mm balloon at 12 atm as the stent was not fully expanded, there was insufficient flow and there was a type b dissection. A 2.5x13mm cypher select plus stent was implanted at 10 atm to treat the dissection. Post-procedure diameter stenosis was 0%. Per the site, the event was graded as unrelated to the cypher stent.